Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps device was used during a pulmonary biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a tissue specimen was retrieved from the patient's bronchial tube. However, after withdrawing the forceps from the scope, the pullwire was found to be detached from the jaw. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps device was used during a pulmonary biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a tissue specimen was retrieved from the patient¿s bronchial tube. However, after withdrawing the forceps from the scope, the pullwire was found to be detached from the jaw. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the pullwires detached from the tang holes. Furthermore, both pull wires presented with pronounced kinks below the z-bend curves. The jaw tang holes and each pull wire z-bend were inspected and were found to be undamaged and within specification. Additionally, the device crimping and riveting was found to be within manufacturing specifications. Functionally, the unit was not tested due to the return condition the condition of the returned incident device was consistent with the complaint that the pullwires were detached. Evaluation of the returned unit found that the pull wires had detached from their respective tang holes. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).